Manufacturer narrative:
Correction to field h6: impact codes.

Event description:
It was reported that during a routine follow-up, this right ventricular (rv) lead exhibited high capture thresholds and loss of capture, and upon x-ray examination it was confirmed that a dislodgement occurred. The physician decided to perform a lead revision, and upon examination if the lead it was noticed that the helix was not retracting, thus, it was decided to remove and replace the lead. This lead is not expected to return. It was suspected that the dislodgement occurred due to body movement from the patient. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine follow-up, this right ventricular (rv) lead exhibited high capture thresholds and loss of capture, and upon x-ray examination it was confirmed that a dislodgement occurred. The physician decided to perform a lead revision, and upon examination if the lead it was noticed that the helix was not retracting, thus, it was decided to remove and replace the lead. This lead is not expected to return. It was suspected that the dislodgement occurred due to body movement from the patient. No additional adverse patient effects were reported.